Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected minor oversensing on recorded atrial fibrillation (af) episodes. It is further reported that the tracings were noisy. The icm remains in use. No patient complications have been reported as a result of this event.